Event description:
It was reported that when the patient woke up from a nap, the patient found the extension tubing was detached. An inspection showed no dislodgement of the catheter. It was stated the detachment was caused by loose connection.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged connector is confirmed but the exact cause remains unknown. Two photo samples 4 fr groshong nxt catheter were provided for evaluation. The first photo shows the catheter within patient use. The catheter is secured on the patient at multiple points which includes the catheter, proximal connector, white over-sleeve, and red connector. The red connector is shown to be completely detached from the white over-sleeve and extension tubing. No apparent damage was noted from the image. An extension leg is attached the red hub. The second photo shows the product packaging for the two-piece connector. The package contains lot: redu4194. The dimensions of the connector components could not be inspected from the images provided. Based on the description of the reported event and photo samples provided, possible contributing factors include excessive tensile forces during handling or use, and securement method. Since the connector was observed to be detached from the extension leg, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu4194 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the patient woke up from a nap, the patient found the extension tubing was detached. An inspection showed no dislodgement of the catheter. It was stated the detachment was caused by loose connection.